Manufacturer narrative:
Findings: pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. No ramping numbers anomaly noted. Pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the device was exposed to a rain storm. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.